Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger and needles, the complete suture, posterior needle tip, anterior and posterior cuffs and link material were not returned; limiting the scope of this investigation. There was no detected damage to the device handle, guide tube, guide, foot or sheath. Blow through marks were present on the posterior foot, indicating the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible cuff miss or needle strike. During testing, a proxy plunger and needle assembly were inserted to test for needle trajectory and the results were successful. A possible cause for reported event of cuff miss may have been due to needle deflection during plunger deployment, interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. However, none of the possible causes or the cuff miss could be confirmed. Based on the investigation findings, the device performed according to specification and the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. The needle trajectory of every device is checked twice during manufacture. Review of the device history record for this lot did not produce any information relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
Patient with a click'x construct at l4-l5 was returned to the operating room due to adjacent disc disease.